Manufacturer narrative:
During quality investigation testing, the customer's concern was confirmed; the device exceeded the maximum allowed temperature rise. Further investigation revealed corrosion damage to the motor, rotor, press plug and other component parts. The corrosion damage to the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse consequence was associated with the event.